Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The stryker suction irrigation device became stuck within the trocar sleeve. The cannula did not break. The stryker suction irrigator became stuck within the cannula. In order to resolve the issue and complete the case, the trocar and irrigator were removed as one and taken apart on the back table. There was no patient harm. The patient outcome is alive, no injury.